Manufacturer narrative:
(B)(4) - the patient's medical records were received and reviewed. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had been diagnosed with peritonitis and had been experiencing pain while draining on the cycler. Additional information received from the peritoneal dialysis (pd) nurse who reported that the (B)(6) male peritoneal dialysis patient presented to the emergency room with abdominal pain and was treated with pain medication and sent home without hospital admission. The pd nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2016 after confirmation of two gram negative organisms found in the peritoneal dialysis fluid. The pd nurse stated that the patient reported passing of the bowels with no diarrhea. The pd nurse stated that the patient's treatment technique was observed and the patient demonstrated proper technique with no breach in aseptic technique. The patient was treated with ceftazidime at 1 gram daily through a manual solution bag along with heparin that dwells for 8 hours.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.